Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's pump alarmed for motor error during rewind. It was reported that there were motor errors in the customer's alarm history. It was reported that the customer's blood glucose level was normal. No further information provided.